Event description:
Review of the internal programming history was performed. It was found that on (B)(6) 2009 a programming anomaly occurred. The generator had been programmed at 2/30/500/60/3, magnet 2.25/500/60, but the next interrogation showed parameters set at 1/20/500/30/60 magnet 1/500/30. The output current was corrected to desired settings, but not the frequency and the magnet on time. A faulted system diagnostic test had occurred on (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.